Event description:
The facility reported a pump with a bad user interface module board that is associated with a recall, but it is not known at this time what recall it is associated with. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.